Event description:
It was reported that the patient had a microperforation and was diagnosed with pericarditis. It was also reported that the issue was with the right atrial (ra) lead. It was noted that the patient was admitted and there was no drain inserted. Additional information regarding this event was attempted to be obtained, however, it was not available. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.